Manufacturer narrative:
Additional patient code for (B)(4).

Manufacturer narrative:
It was confirmed that the patient underwent revision surgery on (B)(6) 2016 with exchange of femoral component and tibial liner. Explants are to be sent for investigation once released from the study center pathology department.

Manufacturer narrative:
Clinical study: (B)(4).

Event description:
It was reported that patient is planned to undergo a revision surgery on (B)(6) 2016 due to hemarthrosis.

Manufacturer narrative:
(B)(4). Femoral stem and articular insert received for evaluation.

Event description:
It was further communicated that hemarthrosis is attributed to joint instability and that the reason for revision surgery is joint instability.